Event description:
Pt experienced discoloration around the oral cavity post cardiac surgery. Dermatology consulted and diagnosed chemical burn. No treatment was necessary.

Event description:
Pt sustained chemical burns and staining of both upper and lower lips due to contact with a tee probe during coronary artery bypass graft (CABG). According to the dr, there were herpetic lesions present prior to surgery and dermatology consult confirmed that some areas were herpetic in nature and some were consistent with a chemical burn. No esophageal or tongue symptoms were present. The tee probe was disinfected during cidex opa solution prior to use.